Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 109 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.